Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change due to normal eri, review of fluoroscopy revealed externalized conductors. No electrical anomalies were found. The lead remains implanted.